Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced heart palpitations, and an alert triggered due to high thresholds with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.